Event description:
An ultraflex esophageal stent was used in a stent placement procedure on an adult male (age and weight unknown) in 2007. According to the complainant, "during the deployment of the stent, the release suture was broken. The partially deployed stent and the delivery system were removed from the patient. A second (ultraflex esophageal) stent was selected and deployed with success. There was no complication related to the procedure. Reportedly, the patient was in "good condition" following the procedure and was released from the hospital on the next day.

Manufacturer narrative:
The device has been received, but the evaluation has not been completed. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. Reviews of the device history record (DHR) and of the complaint trend data are in progress; results will be provided in a follow-up medwatch report.